Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve, implanted for nine years, five months, has been placed under consideration for a valve-in-valve procedure due to stenosis. A tavr is planned.

Manufacturer narrative:
Updated sections: b5, b7, and h6 (health effect - impact code, health effect - clinical code, device code(s) type of investigation).

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve, implanted for nine years, five months, underwent a valve-in-valve procedure due to severe valve degeneration, mild calcified, and severe stenosis. The presented with chest pain, worsening sob, chf, nyha class iii symptoms. The tavr was performed with a 26mm 9750tfx valve.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including cad and hld.